Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2021 after suffering an unrelated fall. Upon interrogation of their pacemaker system, oversensing of noise was noted on their right ventricular lead. The physician plans to monitor the lead further and no intervention was performed. The patient is reported as stable.